Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2013 and suture was used. While suturing, the needle was broken at the middle of the body where the surgeon grasped during knotted suturing under the skin. The needle did not remain in the patient¿s body and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4): a needle that broke in the body towards the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4). In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.